Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that the they experienced hyperglycemia. The blood glucose level was 474mg/dl at the time of incident. They stated that they had device related adverse event with a diagnosis of severe hyper hyperglycemia. Customer stated event was mild in nature. The insulin pump will not be returned for analysis.